Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri). It was also reported that when determining the date of the eri it was not available and instead of the date there were question marks in that field. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.